Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited shock lead impedance out of range. A commanded shock was delivered, and an error code 1005 was seen; the device was then replaced for a new one. No adverse patient effects were reported.